Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. The image was displayed, but with an e224 error present due to a faulty cable unit. It was also noted that the rear cover label was faded. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her olympus 4k autoclavable camera head was presenting an e224 error message during preparation for a diagnostic procedure. According to the initial reporter, the intended procedure was completed using another camera and there was no harm to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty cable unit could not be identified. Olympus will continue to monitor field performance for this device.